Manufacturer narrative:
Results: the pet locks were intact on the proximal end of all four penumbra smart coils (smart coils). The embolization coils were intact with their pusher assemblies. The embolization coil windings were offset for all four smart coils. During functional analysis, all four smart coils could not be advanced through a demonstration microcatheter due to the observed damages. Conclusions: evaluation of the returned devices revealed that all four smart coil embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter, the coils may begin to take shape inside the hub and may result in damage such as this. The offset coil winding likely prevented the smart coil from advancing out of their introducer sheath and into the hub of the non-penumbra microcatheter. Further evaluation of the returned devices revealed that the pusher assembly for the first and fourth evaluated smart coils were kinked. The kinks in the first evaluated smart coil pusher assembly may have occurred while packaging the device for return. The kinks in the fourth evaluated smart coil pusher assembly likely occurred due to forceful advancement against resistance. The introducer sheath for the third smart coil and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01509, 3005168196-2017-01511, 3005168196-2017-01512.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached multiple larger smart coils into the aneurysm sack using a non-penumbra microcatheter. While attempting to advance four smaller sized smart coils out of their introducer sheaths and into the hub of the microcatheter, the physician experienced resistance and was unable to advance the coils into the microcatheter. Therefore, the smart coils were removed and the procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.